Event description:
While nurse was using staple remover to remove surgical staples, the staple broke in half and could not be removed by the nurse. The physician was called and the pt was given an appointment for (B)(6) 2004.